Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2021-01924, is a duplicate of mrn 3007215625-2021-01925. Please see mrn 3007215625-2021-01925 for reportable events. Changed, and/or corrected data: b5 d1 d4 g1 h10.

Event description:
Previous emdr submission noted paradoxical hyperplasia. Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see mrn 3007215625-2021-01925 as the operating record related to this complaint.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.